Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient access vessel mld measured 5.5mm with almost no calcification and or tortuosity reported. In this case, in addition to procedural factors (manipulation of the devices, resistance during the delivery system advancement), patient factors (borderline access vessel mld, vessel calcification and tortuosity) likely contributed to the iliac artery rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, access was obtained through a surgical cutdown. During the advancement of the commander delivery system through the 14fr. Esheath, ¿stronger than normal¿ resistance was noted. A 23mm sapien 3 valve was successfully deployed. Upon removal of the esheath, angiography indicated a vessel rupture in the external iliac artery (eia). The patient¿s blood pressure also started to gradually drop and reached 60 mmhg. An 18fr. Dry seal sheath was immediately inserted and a 10mm x 7mm stent graft was implanted to repair the rupture. The blood pressure recovered and became stable. The procedure was completed and the patient was transferred to the ICU. The access vessel minimum luminal diameter (mld) measured 5.5mm. Almost no calcification and / or tortuosity was reported. The devices were discarded by the site following the procedure and were not available for evaluation.

Manufacturer narrative:
As reported through the japanese post-marketing surveillance reporting system, bleeding was observed from the access site on the day of the procedure. The patient outcome was determined as in ¿remission¿. Following that, acute lower limbs artery obstruction was observed. Information regarding intervention was not obtained; however, the outcome was reported to be ¿recovered¿. On postoperative day (pod) 27, severe ischemic limb was observed. Information regarding any possible intervention performed was not obtained. On pod41, the outcome was reported to be in ¿remission¿. Per medical opinion, there was no device relationship with the reported site bleeding and acute lower limbs artery obstruction. However, the events were related to the tavr procedure. There was no device or procedural relationship to the severe ischemic limb. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient access vessel mld measured 5.5mm with almost no calcification and or tortuosity reported. In this case, in addition to procedural factors (manipulation of the devices, resistance during the delivery system advancement), patient factors (borderline access vessel mld, vessel calcification and tortuosity) likely contributed to the iliac artery rupture. The exact cause of the reported post procedure access site bleeding and acute lower limbs artery obstruction and the severe ischemic limb on pod27 cannot be confirmed. In addition to the procedure itself, patient factors (borderline access vessel mld, vessel calcification and tortuosity) may have contributed to the reported events.